Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') in a (B)(6) year-old female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform". The patient's medical history included multiparous. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2013. Concurrent conditions included obesity, vaginal discharge, foot pain, arthralgia, tinnitus, vertigo, epileptic seizure, hearing loss, tendinosis, ligament sprain, epilepsy, migraine and seizures. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), lamotrigine since 2005, levetiracetam since 2005, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"), 19 days after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On(B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis/ vaginal"). On an unknown date, the patient experienced alopecia ("alopecia"), dysgeusia ("paraguesia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, alopecia, weight increased, dysgeusia, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection, dysmenorrhoea, dyspareunia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff received treatment for psych injury, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received : case become incident. Removal details, medical history and reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.